Event description:
It was reported the wire was out of the bevel and curled in handle. The needle did not fully safety. 02/18/2020 -additional information stated, ¿I tried on a young guy. I couldn¿t fully advance the wire so I passed the catheter over the needle without the wire. When I pushed the button to retract the needles this is what happened.¿

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the needle did not fully safety and that the guidewire curled in the handle was confirmed, but the exact cause could not be determined from the samples that were returned for investigation. One photograph of the affected unit, fourteen unused same lot samples, and two units from another lot (redt4122), but with the same product code, were returned for investigation. The photo showed the distal end of the affected needle extending from its housing. The safety mechanism had been activated and the majority of the needle shaft was located within the housing. The guidewire was looped and extended from the distal end of the housing. It appeared that the guidewire had exited from the flash port on the side of the needle. No portion of the guidewire extended from the distal tip of the needle. It was reported that the wire could not be fully advanced during use and the safety mechanism was activated after the catheter was advanced over the needle without the wire extended. This type of damage observed in the photo can occur if the safety mechanism is activated while the guidewire is not extended. What prevented the guidewire from extending through the needle could not be determined from the photograph. Sixteen unused samples were returned in sealed packages. No damage or defects were observed on the unused samples. A functional test of each unused sample revealed nothing remarkable. Each guidewire extended from the needle without restriction and upon engaging the safety mechanism, each needle fully retracted within the handle. A lot history review (lhr) of redx2456 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx2456 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the wire was out of the bevel and curled in handle. The needle did not fully safety. On (B)(6) 2020 -additional information stated, ¿I tried on a young guy. I couldn¿t fully advance the wire so I passed the catheter over the needle without the wire. When I pushed the button to retract the needles this is what happened.¿